Event description:
Tried to use abc handpiece on the incision but it was not working. It was placed on the patient. Another electrosurgical device was used. The patient was in "extremis", electromechanical dissociation, and undergoing stat sternotomy. When patient was stable, the abc handpiece was picked up, it was noted to be on continuous and had burned the patient's scrotum. The burn was superficial and 1 cm.